Event description:
The customer reported the ventilator backup battery would not charge. The customer reported there was no patient harm. The facility biomedical engineer reported the battery was replaced to address the reported problem.